Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump touch screen became shattered while customer was asleep. Customer is unable to read the screen due to the damage. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.